Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 500 mg/dl; reportedly the customer used supplies outside labeling. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. System check with tandem technical support confirmed the pump was functioning as intended. Multiple contact attempts were made by tandem technical support to obtain customer's release date; however, the customer did not respond.